Event description:
Patient had an urgent c-section. Appearance, pulse, grimace, activity, and respiration (apgars) score noted as 3, 6, 6. Baby was cyanotic at delivery. Patient intubated epi x 1 given via endotracheal tube (ett) 5 ml ns bolus was also administered. The sentec tcom device was applied to baby one day and wound care documented a sustained a right outer abdomen wound. Baby treated with bacitracin and mepitel. After 12 days the baby was transferred to another hospital for higher level of care.